Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the passeo-18 balloon is leaking from a gluing hole in the hub. Microscopic investigation revealed the leaking originating in a gap on the gluing interface between the glue in the hub and the inner shaft surface. The most probable root cause for the reported event is therefore related to the manufacturing process. The relevant internal departments were informed about the investigation results.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a mildly calcified lesion (85 percent stenosis degree) in a moderately tortuous part of the mid sfa. It was attempted to use the passeo-18 for pre-dilatation, but the balloon could not be inflated. After removal of the device, a balloon leakage was detected.